Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported the patient's finger became infected while using the lancet device. The lancet device was not rotating the lancet drum to the next lancet. The patient's finger was red and very painful. The patient went to the doctor and he was prescribed antibiotics. The lancet device was returned for product evaluation.